Manufacturer narrative:
March 25, 2011, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Lead connection issues associated to the atrial channel were reported. No clicking sound was heard by the physician during tightening of the set-screw.